Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting. Upon investigation, there was liquid contamination on the battery board and the power supply connector was physically damaged. The root cause of the resets was the liquid contamination and damaged power supply connector. The root cause of the damaged connector was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem sn (B)(4) was resetting.